Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Twenty days after beginning treatment with cefazolin, the treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy pd effluent and abdominal pain. The break in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with ceftazidime (1 gram per day) intraperitoneally (ip) and cefazolin (1gram per day) ip for peritonitis. Five days later, the patient was retrained on proper aseptic technique. One week after onset, treatment with ceftazidime was suspended. At the time of this report, treatment with cefazolin was ongoing. At the time of this report, the peritonitis was resolving, the patient was recovering and physioneal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.